Event description:
It was reported that the device was used during a low anterior colon resection with an end to end anastomosis. When the surgeon tried to open the device after firing, it would not release. Once released, the surgeon found a failed anastomosis. Another device was used to complete the case. The pt subsequently returned to the operating room, 3 day post operative for possible anastomotic leak in the lower sigmoid colon with peritonitis and post operative wound infection. The small bowel was noted to be distended and holes in the colon. A diverting cecostomy was placed. Pt expired 8th post operative day of original surgery.